Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),/migration of essure device- location of device'), autoimmune disorder ('autoimmune disorder') and pregnancy with contraceptive device ('pregnancy (no complications),') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the fallopian tube perforation, autoimmune disorder, pregnancy with contraceptive device, pelvic pain, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, rash, migraine and headache outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, autoimmune disorder, back pain, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received ¿ case become incident. Event experienced complications replaced with fallopian tube perforation, pregnancy with contraceptive device, device ineffective , pelvic pain, back pain, abdominal pain, vaginal hemorrhage , menorrhagia , autoimmune disorder, rash , migraine and headache were added. Product information indication were added. Patient information date of birth were added. New reporter and consumer address were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),/migration of essure device- location of device'), autoimmune disorder ('autoimmune disorder') and pregnancy with contraceptive device ('pregnancy (no complications),') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dyspepsia, ache, breast swelling, breast tenderness, frequency urinary, knee pain, ovarian cyst, facial rash, genital warts, pap smear abnormal, irregular menstrual cycle, gestational diabetes, chest discomfort, leg cramps, ankle swelling, mood disorder nos, cholelithiasis and cervical biopsy. Concurrent conditions included anemia, asthma, cholelithiasis, fibromyalgia, gerd, hyperthyroidism, hypothyroidism, lump feeling in throat, dysphagia, burn, bursitis, cutaneous lupus erythematosus, eczema, fibromyalgia, leg pain, sinus tachycardia, cholecystectomy, lipoma excision and endometriosis. Family history included cancer, diabetes, hepatitis, stroke, flu symptoms, abdominal pain and abdominal pain lower. Concomitant products included levothyroxine since (B)(6) 2010, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the fallopian tube perforation, autoimmune disorder, pregnancy with contraceptive device, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, rash, migraine, headache, depression, anxiety, dyspareunia and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus with superficial adenomyosis and serosal endometriosis. Cervix vvth no dysplasia.. Spinal x-ray - on (B)(6) 2017: mild straightening of the normal cervical lordosis. Dens between the lateral masses without offset. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dysmenorrhea, nausea, fatigue, chronic back pain, anxiety, depression, skin rash. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information were added and updated. Medical history, concomitant drug and lab data were added. Date of removal were added. Event : depression, mental anguish, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping) were added. Outcome of the event pelvic pain were updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),/migration of essure device- location of device'), autoimmune disorder ('autoimmune disorder') and pregnancy with contraceptive device ('pregnancy (no complications),') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dyspepsia, ache, breast swelling, breast tenderness, frequency urinary, knee pain, ovarian cyst, facial rash, genital warts, pap smear abnormal, irregular menstrual cycle, gestational diabetes, chest discomfort, leg cramps, ankle swelling, mood disorder, cholelithiasis and cervical biopsy. Concurrent conditions included anemia, asthma, cholelithiasis, fibromyalgia, gerd, hyperthyroidism, hypothyroidism, lump feeling in throat, dysphagia, burn, bursitis, cutaneous lupus erythematosus, eczema, fibromyalgia, leg pain, sinus tachycardia, cholecystectomy, lipoma excision and endometriosis. Family history included cancer, diabetes, hepatitis, stroke, flu symptoms, abdominal pain and cramp in lower abdomen. Concomitant products included cefixime (flexeril) since january 2014, cholecalciferol (cholecalciferol) since october 2015, dexamethasone (deltasone) since october 2015, hydroxychloroquine since october 2015, levothyroxine since april 2010, nsaids since september 2009, oxycodone since january 2014 and paracetamol (acetaminophen) since september 2009. On (B)(6) 2009, the patient had essure inserted. In september 2009, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rash ("rashes or skin conditions type: rashes"), migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the fallopian tube perforation, autoimmune disorder, pregnancy with contraceptive device, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, rash, migraine, headache, depression, anxiety, dyspareunia and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus with superficial adenomyosis and serosal endometriosis. Cervix vvth no dysplasia.. Spinal x-ray - on (B)(6) 2017: mild straightening of the normal cervical lordosis. Dens between the lateral masses without offset. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dysmenorrhea, nausea, fatigue, chronic back pain, anxiety, depression, skin rash. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this case is deleted from bayer database as this case found to be duplicate of case : (B)(4).all the information such as :references, reporters , events has been transferred from this case to retention case (B)(4). No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.